Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy, a patient that is on ECMO, regarding pump reading odd arterial line numbers. They transduced the central lumen because the patient has little pulsatility, which did not allow to calibrate fiber optic sensor. The esp personel advised user to attempt to aspirate the central lumen and they could not. Then the esp personel walked her through steps to connect the radial aline to the pump instead and this provided a better waveform. She had no more questions. No harm or injury reported.